Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to infuse normal saline (ns) during patient infusion. After about an hour and a half the 50ml/hr. Infusion was checked by a registered nurse (rn) and no ns was infused from the volume of the bag. The pump displayed the remaining volume to be infused (vtbi) as 840ml however, the actual amount left in the bag was 1000ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.